Event description:
Reporter indicated that pt is experiencing an increase in seizures. Pt's pre-vns baseline seizure rate is unk to MFR at this time. Diagnostic testing on the pt's device yielded results within normal limits, indicating proper device function. It was reported that pt will be scheduled for a generator replacement procedure. Good faith attempts for further info are currently being made.